Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. The hemostatic valve was pushed into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small when the dilator was removed. When the sheath was replaced, the issue resolved. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The event was assessed as MDR reportable for a hemostatic valve separation issue.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 29-aug-2022. It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. The hemostatic valve was pushed into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small when the dilator was removed. When the sheath was replaced, the issue resolved. The product involved: vizigo sheath. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Also, the bent-on shaft was observed. The dilator was not returned. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off-axis angle of insertion. Valve dislodgement occurs when extreme off-axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). The dilator was returned and was found in normal condition; no anomalies were observed. A device history record was performed for the finished device batch number, and no internal actions were identified. The defective hemostatic valve reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 14-sep-2022, noted a correction to the 3500a follow-up #1 under the h 4. Device manufacture date field as processed as 03-mar-2022 and it should have been 02-apr-2022. Therefore, processed this field accordingly.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 11-aug-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). On 22-dec-2023, the h6. Investigation conclusions code was corrected from cause not established (d15) to unintended use error caused or contributed to event (d1102).